Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod on the arm for between 4 and 24 hours symptoms reported include nausea and vomiting. Prior to leaving for the ER, the patient administered an insulin injection and applied a new pod. The patient was given anti-nausea medication gravol and two bags of fluids at the ER. The patient was released after 8 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.22 inches from the nail head, causing corrosion and insufficient batteries. The internally torn soft cannula is confirmed as the cause of the reported event.